Event description:
Caller reported trouble plugging in the usb cable, which was determined to be due to user error. There was no adverse impact to the customer's blood glucose level. The customer was able to connect the pump to the charger after further attempts, and technical support advised using the correct charging supplies. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.